Event description:
Boston scientific crm received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high pacing threshold values. It was observed that this rv lead had dislodged. The physician elected to replaced this rv lead, and there were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. The helix extended, there were no physical irregularities noted, and there was a trace of tissue noted in the helix. This rv lead passed all paths on the direct current (dc) test, but failed the helix mechanism test because the helix would not retract most likely due to dried blood in the mechanism. The initial allegations of high threshold measurements and lead dislodgement were not confirmed by analysis.